Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/13/2014 with the following findings: a review of the black box indicated a reboot had occurred on (B)(6) 2014 after a call service 052/054 alarm. The returned battery cap was used to complete investigation. The battery compartment was intact with no evidence of physical damage. The battery cap was fastened and then unscrewed half a turn with no power issues occurring. There was evidence of moisture corrosion observed in the battery compartment. The pump passed leak testing. A rewind, load, and prime sequence and a 24 hour exercise test were successfully performed with no power issues or alarms occurring. The pump performed within required specifications. The pump cover was removed and there was no further evidence of moisture and no defects were found to the pcb.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. There was reportedly moisture and corrosion in the battery compartment. The battery cap reportedly was never replaced and there was no indication as to whether or not there was damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.